Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 20 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage, with stent strut rows four and five lifted, and midsection struts lifted and pulled proximally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-feb-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous circumflex artery. A 2.75x20mm promus element drug-eluting stent was advanced for treatment. However, it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.